Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7071846.

Event description:
It was reported that the patient was no longer getting adequate pain relief and was having difficulty keeping the implantable pulse generator (ipg) charged. It was also noted that during the previous revision procedure (MFR. Report no. 3006630150-2024-05648), the paddle lead was cut. Database analysis confirmed the report of frequent charging. The ipg was depleting at a faster rate than expected however the cause was unknown. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned implantable pulse generator with model number sc-1232 and a serial number (B)(6) was analyzed and the allegation that the patient was no longer getting adequate pain relief and was having difficulty keeping the ipg charged has been confirmed. Upon reviewing the data logs, a high depletion rate was identified. The investigation revealed that the asic chip was damaged, which led to the reported allegation. Such damage is typically caused by the ipgs exposure to external high-voltage or high-current transient sources. The returned spinal cord stimulator lead with a model number sc-8216-70 and a serial number (B)(6) was analyzed and unable to confirm the as reported observations with testing of the product return. However visual inspection revealed that the paddle lead was cleanly cut into two pieces approximately 56 cm from the paddle end of the lead and one the proximal portion of the lead was not returned. Electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut.

Event description:
It was reported that the patient was no longer getting adequate pain relief and was having difficulty keeping the implantable pulse generator (ipg) charged. It was also noted that during the previous revision procedure (MFR. Report no. 3006630150-2024-05648), the paddle lead was cut. Database analysis confirmed the report of frequent charging. The ipg was depleting at a faster rate than expected however the cause was unknown. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively.